Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an internal inspection it was noted that the mayfield ultra base unit had a loose handle and the hole appeared to be deformed. There was no patient contact and no delay in surgery.

Manufacturer narrative:
UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned a2101 mayfield base unit. Evaluation showed that the shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The unit needs pm, repair, and replacement of worn/damaged parts. This device exceeds its expected life of 7 years (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.